Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached "in the 500's (mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea and dry heaving; patient also noted that her phosphorus levels were "off" and ketone levels were "off the charts" (>160). The patient was taken to hospital by a family member; there pod was removed and patient was treated with an insulin drip, electrolytes, fluids and saline. The patient was released after spending between 3 and 5 days in the hospital. Patient also reported her primary care physician gave a prescription of ondansetron (4mg pill), to be taken 3 times daily as needed.